Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd administration set (69", m/m, fs, totm, 12/bx, item #21-7359-24) was in use when the pump alarmed for an upstream occlusion multiple times. Although the infusion would briefly continue, the alarm would reoccur several seconds later. This was the second occurrence for the same patient, both incidents happening on disconnect day. At the time of the event, 3.4 ml of volume remained (equivalent to 1 hour and 33 minutes of infusion) the tubing is available for return along with the pump. The event occurred while the device was in use with a patient.

Manufacturer narrative:
One used sample attached to an equashield and a medication bag was received for the evaluation. As received no damage or anomalies were observed. In attempts to replicate clinical use the medication bag was filled with 30 ml of sterile water and the set was inserted into a cad solis pump. They attempted to prime the set with 10 ml; however, a downstream occlusion alarm was returned instead. The equashield was removed and the priming was reinitiated. No further alarms or difficulties priming were observed. A second 10 ml priming was attempted. No alarms were observed. The customers¿ complaint of the upstream occlusion alarm could not be replicated or confirmed. A device history review found no discrepancies or anomalies relevant to the complaint.